Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8am on (B)(6). The patient reported obtaining blood glucose readings of 274 and 215mg/dl on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages their diabetes with a combination of medication, including janumet, glucophage and humalog. The patient reported continuing to take their usual dose of medication in response to the reported readings. The patient reported developing symptoms of ¿shakiness, sweats and dizziness¿ 20-20 minutes later. The patient reported self-treating these symptoms with food/drink. The patient denied testing on any other device. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. The patient also mentioned having difficulty inserting a test strip into the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate reading on the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.